Event description:
Customer reported experiencing a low blood glucose event earlier in the day. Lowest level recorded was 50 mg/dl, and customer consumed carbohydrates to address the low blood glucose. Cause was not known. Customer used a pump with control-iq software turned on during the event. Customer was advised to consult a healthcare professional for further evaluation of factors affecting blood glucose levels and agreed to upload pump data for review.